Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the rx rocket was removed after the first inflation and a piece of plastic was found on the guide wire and removed. The rocket was inflated again and the procedure was completed. It was speculated that the piece of plastic was the tip of the catheter. The product size and part number were unknown and the product was not returned for evaluation. Reportedly no pt injury occurred. No other info was available.